Event description:
After red cell donation on an alyx collection system customer feld bed with a headache and dizziness. The donation was uneventful with no instrument alarms. Customer reported that on january, 2005 customer had several incidents of passing out and falling. He suffered a broken foot and chipped both from falling. Customer was transported to a hosp for x-rays of their foot, an IV and vital signs monitoring. Customer returned to the hosp seventeen days later for testing. No irregularity was found.